Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure in 2004 and mesh was implanted. The mesh eroded through the vaginal wall suburethral . The patient underwent partial mesh removal on an unknown date. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 9/03/2019.